Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high impedance with a possible fracture. There were oversensing on the lead with several non-sustained tachycardia. The lead was partially extracted and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).